Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h12l10035 and h13a07032. No exceptions were observed that were related to the reported condition. Should relevant additional information become available, a follow-up report will be submitted. This is the same patient as (B)(4).

Manufacturer narrative:
(B)(4). On a sunday (date unspecified) the patient (pt) experienced a "spider bite from a brown recluse spider". On an unreported date, the pt experienced a fever and was admitted to the hospital for the event. On an unreported date, the patient was diagnosed with an "infection from the spider bite? And received treatment which included an unspecified antibiotic and cutting out the infected area and inserting a drain. After taking this prescribed antibiotic (unspecified), the patient began to experience "extreme stomach aches." On an unreported date, the patient was diagnosed with peritonitis. It was reported that the patient was experiencing "infection from the spider bite" and "peritonitis" at the same time. Both of the events were being treated at the same time with two different antibiotics, both administered IV (intravenously). On an unreported date, the patient was discharged from the hospital. It was reported that the cause of the peritonitis was the spider bite. At the time of this report, the pt was recovered from both events.

Event description:
This is report 1 of 3, for the cassette involved in this event. This is a report of a patient who experienced peritonitis. Nine days after the on set, the patient was hospitalized for the peritonitis. However, the treatment information was not reported. On a later date, the patient was discharged from the hospital. At the time of this report, the patient was recovering from the peritonitis.